Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinar y/bowel dysfunction. It was reported that they had return of symptoms since about thanksgiving maybe before. Caller stated that at 4am this morning it felt like they pulled a plug out of a drain and they wet themselves and couldn't stop. Caller said that they had a fall on the implant about a month or so ago they were having pain down their leg and felt electrical stimulation down the leg instead of where it usually was, in their pelvis. Caller would like to troubleshoot to see if there was anything they can do to get it to work. Agent walked caller through connecting to implant and changing programs. Caller confirmed feeling stimulation comfortably in the bicycle seat region. The patient will monitor symptoms now that change was made and will follow up with doctor if doesn't resolve. The patient moved; transferred to patient registration services (prs) to update address.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.